Event description:
N/a.

Manufacturer narrative:
Mayfield horseshoe headrest (a1012) was returned for evaluation. Unit received with the slide bar loose and needing to be repined. The unit was received without a torque knob. Both gel pads and pulley rode were not received with the unit. The reported complaint was confirmed via inspection of the unit. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2011).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the two (2) sides of u on mayfield horshoe headrest (a1012) spins even when tightened down and would not stay level. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.